Event description:
It was reported that the patient presented in the emergency room with syncope. It was noted that the right ventricular lead exhibited noise which lead to inhibition of pacing for multiple seconds. The pacing impedance was also measured to be low. It was further noted that the patient had been lost to follow-up. The right atrial lead was also noted to exhibit noise. The patient was admitted to the hospital and lead revision was discussed. No further information was available.